Event description:
Reporter alleged she found her daughter almost unresponsive and tested her with the results of 124 mg/dl, 84 mg/dl and 96 mg/dl on the aviva system. Reporter then treated the customer with maple syrup and sugar water. No other actions were reported taken or treatment received. A request was made for the return of the affected product.